Event description:
Event description guidant received information that the implantable lead was removed a few weeks after implant due to noise and impedance measurements elevated to an out-of-range reading.